Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. The device will not be returned as it has been discarded.

Event description:
Customer reports: attempts were made to pass the device unsuccessfully and when it reached the tip it bent, elbowing without the possibility of injecting or administering drugs and liquids. The tube was replaced and passed with another one.

Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. A sample analysis could not be performed since no photo samples nor actual sample device was received for evaluation. The root cause could not be determined without a sample to evaluate. The investigation was carried out with a multifunctional team, and the findings were that all processes and controls were found to be followed according to procedure, including packaging and all inspections performed on the product. No abnormal conditions were found that could trigger the reported condition. A risk assessment was carried out to determine the observed occurrence for this failure mode. Based on the analysis, the observed occurrence of harm (o) is (B)(4) (1, improbable) which is below the range of the expected occurrence of harm (0) (3, occasional). Therefore, no action plan is required at this point. This complaint shall be reopened if a sample is received.